Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were not reproduced during the eval. The review of the event history log confirms the reported symptom with multiple door jammed messages. The force required to close the door is above expected levels. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the medical/surgical care area at the start up. It was also reported there was no pt involvement.